Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, the pediatric patient experienced a skin reaction with inflammation, drainage and infection under the entire patch area. The area was prepared with soap and water before placing the sensor on the body. Photos of the reported skin reaction were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. The skin reaction was treated with prescription oral medication (flucloxacillin 500 mg, three times per day) and a gauze with ointment for skin irritation. At the time of the report, the patient's condition was unspecified. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.